Event description:
The pt suffered from a-fib. The iab was inserted without difficulty. After insertion, the balloon would not unwrap. Because of this, the iab was removed and replaced. There were no associated pt complications.